Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Currently the aneurysm measures 60.2 mm in diameter. It was reported that during a routine follow-up on an unknown date there was unexplained aneurysm enlargement noted. The decision was made to monitor the patient. The patient decided to get a second opinion regarding treatment options and was seen by another physician at another facility where it was recommended to coil the right iliac artery and extend the stent graft to his right external artery. At this time, the aneurysm enlargement was determined to be due to endotension. The patient had a heart catheterization which was unrelated to the stent graft and treatment was postponed to evaluate the patient. It was reported that the patient was brought back at a later date where the secondary intervention was performed. The physician coiled the right hypogastric artery and then extended the contralateral limb into the right external. No leak was positively identified angiographically at any time. Patent lumbar and a patent ima were seen. No additional clinical sequelae were reported and the patient is fine.